Event description:
The customer reported that while the panorama central station was in use monitoring patients along with telepacks at the bedside, the central lost communication with all telepacks on the first floor and some telepacks on the second floor. No patient injury was reported.

Manufacturer narrative:
The company representative replaced the server. The system was tested to factory specifications. It functioned normally and was returned to use.